Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump battery was depleting quickly. Customer's blood glucose level was 120 mg/dl.